Event description:
It was reported that the bd alaris¿ smartsite¿ extension set leaked from the distal end after priming. The following information was provided by the initial reporter: "states that on multiple occasions, the distal end leaks after the tubing is primed."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of leaks at the distal end after priming could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10108964 because a valid lot number was not provided by the customer. The root cause of this failure could not be identified without a failure investigation. H3 other text : see h10.

Event description:
It was reported that the bd alaris¿ smartsite¿ extension set leaked from the distal end after priming. The following information was provided by the initial reporter: "states that on multiple occasions, the distal end leaks after the tubing is primed."